Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing for calibration error 80. A check of the diagnostics indicated a mixing pump failure. Biomed stated that would discuss repair options with management and determine next move.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit failed calibration for the error 80. Installed test mixing pump to cool. Mixing pump was serviced during the pm process. Unit was primed to fill. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded, it will be replaced preventatively. The device underwent pm servicing while in for repair. Cleaned condenser coil. Cleaned tank and level sensor. Serviced circulation pump. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing for calibration error 80. A check of the diagnostics indicated a mixing pump failure. Biomed stated that they would discuss repair options with management and determine the next move. Per sample evaluation results received on 10feb2023, the root cause of the reported issue is due to a failed mixing pump. It was reported that arctic sun device was primed to fill. It was stated that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively.